Event description:
When the olympus endoscopy support specialist (ess) was on site to perform an in-service for a new employee at the facility, the ess observed that the facility does not have a working suction machine in the reprocessing room and aspirating with detergent solution during manual cleaning was not performed. The ess explained to the employee the correct process of aspirating detergent solution at manual cleaning. Another device was also used for the in-service. Both devices were taken out of the storage cabinet to use for the in-service. There is no patient involvement.

Manufacturer narrative:
There are two devices associated with this in-service event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The endoscopy support specialist (ess) covered the following reprocessing steps for the staff: pre-cleaning, leak test, manual cleaning, and storage. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware by the ess that they will have to contact the manufacturer of the products for their instructions and guidelines. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is not being returned. As such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct device available for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the user facility staff was less trained in device handling and reprocessing, which caused the suggested event. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says to aspirate during manual cleaning in the following item ¿5.5 manually cleaning the endoscope and accessories: aspirate detergent solution through the instrument channel and the suction channel¿ olympus will continue to monitor field performance for this device.